Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra 2 meter had a power issue ¿ does not power on. The complaint was classified based on the customer care advocate (cca) documentation and additional information when cca reviewed the call. The patient reported that the alleged power issue first occurred on (B)(6) 2019 and has been ongoing since. The patient reported that on (B)(6) 2019, he was unable to power on the meter. The patient manages his diabetes with oral medications diet and exercise and he denied making any change this normal diabetes management routine in response to the alleged product issue. The patient reported that on (B)(6) 2019, at about 12pm, he developed symptoms of ¿sweaty¿ and made a doctor¿s office visit where he was treated with ¿a sweet drink¿ by an hcp. The patient denied that he obtained a blood glucose result on another device. At the time of troubleshooting the cca noted that it was not the first time the meter was being used, there was no misuse of the meter, the correct test strips were being used and when the patient pressed the power button or inserted a new strip the meter did not turn on. Based on the information provided, the meters battery did not require to be replaced and the alleged issue was not resolved through training. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event and required hcp intervention after the alleged product issue began.